Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter was placed in the operation room and the urine flow was found to be poor in the intensive care unit. There was urine leakage from the patient's urinary meatus. The above events occurred at a constant rate in a few months. As per the follow-up information received via ibc on 21apr2022, it was stated that there was no impact to the patient and the damage in the catheter was unknown.

Event description:
It was reported that the foley catheter was placed in the operation room and the urine flow was found to be poor in the intensive care unit. There was urine leakage from the patient's urinary meatus. The above events occurred at a constant rate in a few months. As per the follow-up information received via ibc on (B)(6) 2022, it was stated that there was no impact to the patient and the damage in the catheter was unknown.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "kinked catheter / blocked by clots, etc / lumen collapse". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[directions for use] 1. Method of use (1) cleanse the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics. (2) lubricate the catheter shaft with the lubricant jelly. (3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. (4) pull the catheter slightly to seat the balloon at the level of the bladder neck. (5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered". It also states "[precautions] 1. Precautions for use (exercise caution when using the device in the following patients) 1) exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur". Correction: g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.